Event description:
Caller reported that a malfunction occurred on the pump after it was taken out of storage mode. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so. The malfunction did not recur, and the customer was advised to continue using the pump while being instructed to call back if any issues arose.